Manufacturer narrative:
(B)(4): the customer reported that the device would not recognize multiple, known to be good, therapy cables. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not recognize multiple, known to be good, therapy cables. There was no report of pt involvement or adverse pt impact.